Manufacturer narrative:
The pump passed the displacement test and rewind test. It was noted that the pump alarmed a compromised force sensor system alarm during the basic occlusion test due to a loose or protruded drive support disk, a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, broken battery tube threads, a broken belt clip slot, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm repeatedly on the insulin pump. Customer's blood glucose was 182 mg/dl. Customer received the alarm while performing the tube filling. Customer stated that the cap beneath the motor was also sticking out. Customer was asked to stop using the pump. Customer received a replacement pump.